Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that when the device was released from the cable, it immediately embolized to aorta. An arterial cutdown was performed by cardiovascular operating room (cvor) team and vessel was accessed with snare for device retrieval procedure. The device was successfully removed. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 4 mm x 2 mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system (tvlp). The dimensions of the pda were minimal diameter 2.3mm, diameter at aortic ampulla was 3mm and length was 9mm. The sizing of the device and measurements were done using contrast injection method under fluoroscopy during the case. During procedure, when the device was released from the cable, it immediately embolized to aorta. An arterial cutdown was performed by cardiovascular operating room (cvor) team and vessel was accessed with snare for device retrieval procedure. The device was successfully removed. The patient was reported stable in neonatal intensive care unit (nicu) and the procedure was postponed

Event description:
It was reported that on (B)(6) 2024, a 4 mm x 2 mm amplatzer piccolo occluder was chosen for implant using an unknown delivery system. During procedure, when the device was released from the cable, it immediately embolized to aorta. An arterial cutdown was performed by cardiovascular operating room (cvor) team and vessel was accessed with snare for device retrieval procedure. The device was successfully removed. The patient was reported stable in neonatal intensive care unit (nicu) and the procedure was postponed.